Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that, the axsym rubella igg reagent calibration gave an error on the first use. System maintenance was performed by abbott field service engineer. Solutions 1 and 3 were replaced and the assay recalibrated without resolution. No impact to patient management was reported.